Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Could you please provide more details how issue was addressed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no new information available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a partial stapling of the anastomosis but total cut off. The anastomosis was restarted